Event description:
Report received from (B)(4) stating that the device had a "damaged tip." The device was used in surgery. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the device was found to be bent and damaged. The bottom and side of the device was drilled into and the back post of the attachment was drilled as well. The condition of the device was most likely due to cutter being misassembled and/or mis-loaded to the attachment. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).